Event description:
It was reported that the 9800 system had a collimator issue. No pt injury was reported.

Manufacturer narrative:
The service call was cancelled, and the system was repaired by third party service.